Event description:
Related manufacturing ref: 9680001-2022-00038, 9680001-2022-00040, 3005334138-2022-00489. During an atrial fibrillation procedure, the catheter signal was lost. Another catheter was obtained which also lost a signal. The introducer used was too narrow and caused an obstruction of the catheter. Additionally, the tip seemed coarse and was exchanged. The tactisys quartz system and catheter were exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported signal issue and subsequent delay remain unknown.